Event description:
It was reported to boston scientific corporation that an orbera bib intragastric balloon was implanted during a procedure on (B)(6) 2025. On (B)(6) 2025, the patient presented with vomiting and abdominal pain and reported that the intragastric balloon was leaking. An x-ray confirmed balloon leakage. An upper endoscopy was performed to remove the leaking balloon and replace it with another balloon of the same device. The procedure was completed with another of the same device. No patient complications were reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf code a1401 captures the reportable event of deflation. Imdrf code f2202 captures the reportable event of endoscopic procedure. Imdrf code f2203 captures the reportable event of imaging required. Device evaluation summary: the orbera bib intragastric balloon was not returned for evaluation; therefore, a product analysis could not be performed. However, the customer provided pictures that confirmed the balloon appeared blue in color, which most likely indicates that the device was filled with saline containing methylene blue. The instructions for use (IFU) specify that the intragastric balloon (igb) is placed in the stomach and filled with sterile saline. Additional photos demonstrated the presence of a visible air-fluid line within the balloon, indicating the presence of air. One image also showed the balloon in a deflated condition. Based on the available information, the reported events of balloon deflated and device use issue - user error are considered confirmed. However, due to the absence of a returned device and limited procedural details, a definitive root cause cannot be established. The reported events of endoscopic procedure and imaging required occurred during the procedure. The most probable cause of these reported events cannot be established due to lack of evidence. The reported events of balloon spontaneous inflation, balloon deflated, pain abdominal and vomiting, are known and documented in the labeling. Based on the totality of available information, and in the absence of objective evidence, the most probable cause of the reported events is known inherent risk of device.

Event description:
It was reported to boston scientific corporation that an orbera bib intragastric balloon was implanted during a procedure on (B)(6) 2025. On (B)(6) 2025, the patient presented with vomiting and abdominal pain and reported that the intragastric balloon was leaking. An x-ray confirmed balloon leakage. An upper endoscopy was performed to remove the leaking balloon and replace it with another balloon of the same device. The procedure was completed with another of the same device. No patient complications were reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf code a1401 captures the reportable event of deflation, imdrf code f2202 captures the reportable event of endoscopic procedure, imdrf code f2203 captures the reportable event of imaging required.